Manufacturer narrative:
The facility did not provide the event date. The info will be forwarded if made available. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4) the issue was initially reported under a single medwatch report (MFR report # 9611109-2015-00211) because serial numbers were not provided. The serial numbers have since been determined through follow-up communication with the customer, and so a separate medwatch report is being filed for each machine involved. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria. There was no pt involvement.

Manufacturer narrative:
(B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t machine tested positive for mycobacteria during maintenance. There was no report of any patient involvement. A visual inspection of the outer and inner parts of the heater-cooler unit was performed. The inspection of the sorin heater-cooler system 3t ((B)(4)) revealed residuals and biofilm in several locations including the pumps, water circuits, and the tubing, which also showed discoloration. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and returned to service. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Initial report against serial number (B)(4) had incorrect report number. It was sent as 9611109-2015-00474, when it should have been 9611109-2015-00476. This follow-up report and all future follow-ups will be reported under the correct number.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t machine tested positive for bacteria during maintenance. There was no report of any patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch.

Manufacturer narrative:
(B)(4). There was no patient involvement. The facility did not provide the event date. The information will be forwarded if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group deutschland manufactures the sorin heater-cooler system 3t. The incident occurred in manchester, united kingdom. This medwatch report is being filed on behalf of sorin group deutschland. Sorin group deutschland received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria during maintenance. There was no patient involvement. This issue was initially reported under a single medwatch report (manufacturer report number 9611109-2015-00211) because serial numbers were not provided. Four serial numbers have since been determined through follow-up communication with the customer, and so a separate medwatch report is being filed for each machine involved. A visual inspection of the outer and inner parts of the heater-cooler unit was performed. The inspection of the sorin heater-cooler system 3t ((B)(4)) revealed residuals and biofilm in several locations including the pumps, water circuits, and the tubing, which also showed discoloration. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. This unit has been disinfected and returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit tested positive for mycobacteria. There was no patient involvement.